Event description:
It was reported that the physician was experiencing problems with the handheld. It was reported that the problems occurred before, but that a hard reset would always work to resolve the issue. A new programming tablet was requested. The handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.